Event description:
It was reported that the right atrial lead dislodged approximately one week post implant. It was noted that the patient felt tired. The lead was repositioned. It was further reported that the lead dislodged again a week post repositioning. It had high thresholds and the high outputs caused phrenic nerve stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant medical products: addr01, implantable pulse generator (ipg), (B)(6) 2013; 5054-58, implantable pacing lead, (B)(6) 2013. (B)(4).